Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00563, 3002806535-2017-00564, 3002806535-2017-00565.

Event description:
It was reported a patient experienced effusion, possible hemarthrosis, mechanical complication knee prosthesis, recurrent right knee hemarthrosis, and pain approximately one year post-implantation. Patient underwent an aspiration.